Event description:
Customer reports a two fold issue in which the tubing separated from the luer lock on two interlink solution sets under the following conditions: 1) upon opening a package it was noted by the nurse that the tubing was separated from the luer lock. No pt association. 2) during patient use, the pt rolled over and the tubing separated resulting in approximately 20cc of blood and saline loss. Set change required. No pt injury resulted.